Event description:
It was reported that the customer received a button error alarm on the insulin pump that could not be cleared. Her blood glucose level was not known. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
Insulin pump received with intermittent up button response due to flattened button dome switch. No button error alarm noted during testing. Insulin pump was received with minor display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.